Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found a leak from the channel due to perforation, caused by endotherapy accessories (handling problem). The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that fiber was in the channel. The problem, as reported to olympus, was identified during reprocessing of the device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported device problem. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. A definitive root cause for the reported problem was not established. However, it is probable that the issue occurred because an endotherapy accessory device was inappropriately handled by the end-user. The occurrence of the reported incident can be prevented by adhering to the instructions for use (IFU), which state the following: ¿when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If the distal end of an endotherapy accessory is not visible in the endoscopicimage, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage.¿ olympus will continue to monitor field performance for this device.